Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found out to have been lost its slack via chest x-ray. Moreover, the patient had an emergent surgery for aortic dissection two years ago. Additional information obtained from the field which indicated that the cause of the aortic dissection was unknown. There was no plan to revise the lead. As of this time, the lead remains in service. No additional adverse patient effects were reported.